Manufacturer narrative:
H6: investigation summary: an mz1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20125655. From the information provided by the customer it appears that the customer experienced disconnection of an unknown syringe from the maxzero; no further details of the make and model of the syringe were available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125655 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 china product.

Event description:
It was reported when using the bd maxzero needleless connector the IV set had a loose connection. The following information was provided by the initial reporter. The customer stated: "the 10ml syringe is connected to the infusion connector, but it is not tight. It must be held firmly by hand, otherwise it will bounce off."

Event description:
It was reported when using the bd maxzero needleless connector the IV set had a loose connection. The following information was provided by the initial reporter. The customer stated: "the 10ml syringe is connected to the infusion connector, but it is not tight. It must be held firmly by hand, otherwise it will bounce off."

Manufacturer narrative:
Investigation summary: an mz1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20125655. From the information provided by the customer it appears that the customer experienced disconnection of an unknown syringe from the maxzero; no further details of the make and model of the syringe were available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125655 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 china product.